Event description:
It was reported that patient loss therapeutic effect after doing well with therapy for about a year. It was indicated that the patient had occasionally leaking onto her pad. It was indicated over the weekend she had a heavy leak and her pad did not hold it. It was noted that during the night she lost symptom control completely. It was indicated that patient was in program 2 at 2.5 v. She changed it to p 3 but it was too painful and changed back to program 2. It was reported that patient loss therapeutic effect after doing well with therapy for about a year. It was indicated that the patient had occasionally leaking onto her pad. It was indicated over the weekend she had a heavy leak and her pad did not hold it. It was noted that during the night she lost symptom control completely. It was indicated that patient was in program 2 at 2.5 v. She changed it to p 3 but it was too painful and changed back to program 2. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va078ux, implanted: (B)(6) 2013, product type lead. (B)(4).